Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. The left monitor and video cable along with the indicator lamp were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+'s left monitor went blank rendering the system unusable. It was also reported that the x ray on indicator lamp was intermittent. There was no adverse patient involvement reported. There was no patient information reported.